Event description:
It was reported that the insulin pump had an arrow button that stopped working. The caller did not observe any significant events leading to the keypad issue. The customer's blood glucose was 3 mmol/l. The customer was advised to revert to a back-up plan and to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. However, the insulin pump had moisture on up arrow keypad trace. The insulin pump had a cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and dog chew marks.